Event description:
Pca pump was administering medication independent of pt activating the pump, causing confusion and drowsiness. All symptoms relieved following removal of malfunctioning pump, and administration of narcan.